Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insight autog bc needle did not retract. The following information was provided by the initial reporter: bd insyte autoguard bc 18g, upon starting intravenous (IV), could not get the IV to pierce the vein. After removal from patient skin the needle would not retract. Lot: 4305284, exp: 10/31/2027. Customer responded on (B)(6). 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Required additional IV stick.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4305284. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.